Event description:
The customer reported that yesterday her blood glucose was reading between 200-600 mg/dl. Customer does not know why she was running high. Customer bolused to treat for the high blood glucose reading. Customer changed the infusion set and reservoir. Customer stated that her current blood glucose is 79 mg/dl. Customer's blood glucose at the time of the incident was 600 mg/dl. Customer had changed her bolus wizard setting for units on her own from mg/dl to mmol/l. Customer changed her target range. Customer corrected the changes. Customer was advised to do a complete set change. Customer will be sent a tubing clamp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.